Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03866. It was reported that the patient experienced ineffective stimulation. Diagnostics showed all lead contacts have high impedances. As a result, surgical intervention may take place at a later a date to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.